Event description:
A non-healthcare professional reported that during loading, the injector plunger overrode the lens. The surgery was completed using a different lens and different injector provided by the company on the same day. There was no patient contact with the original device. According to the new information received, the plunger overrode with company iii injector but did fine with company IV injector.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).